Manufacturer narrative:
E.1.: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deaeration chamber of a prismaflex tpe 2000 set "ruptured" during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h6, h11. B5: the following additional information was provided by the customer. No external blood leak was observed during the reported event. H11: the actual sample was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the set deaeration chamber was cracked. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component damage was not determined. A nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.